Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 26004. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis and the reported failure was replicated on the system during system normal mode startup although insertion brake and advanced brake test passed on the psc fixture test platform (pftp). Upon conducting a visual inspection, no factors were identified that could have contributed to the reported event. Failure analysis identifies the insertion brake assembly to be the root cause of the reported event. After replacing the insertion brake assembly, the unit was returned to failure analysis where it was able to startup multiple times on a golden system in normal mode with no errors. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis concluded that the insertion brake assembly is the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, while initially powering system up for the day, customer encountered an error on arm 3, 26004. Prior to calling in, customer had attempted to recover the fault multiple times, but error persisted. Technical support engineer (tse) walked customer through a hard power cycle and emergency power off (epo) of the patient side cart (psc), but error came back on power on. There was no report of patient involvement.